Event description:
The customer noted the leg extension was difficult to install. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extensions. The system operates as intended.